Event description:
It was reported that during a laparoscopic bowel resection procedure, the device misfired and only delivered half amount of the staples on the left hand side of the staple line. The surgeon needed to intervene and removed the staples and hand sewed along the staple line. A delay of thirty minutes was experienced due to this incident. The patient was under general anesthesia. No adverse outcome to the patient. Additional followup: did the post operative care of the patient change due to the extended or time? Not reported. On what tissue type was the device used? Colon? At what location on the tissue? No exactly sure. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not sure. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? If so, which product? N/a. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? None reported. Were any of the forces higher or lower than expected (closing, firing, or opening)? None reported. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? Yes, slight difficulty.

Manufacturer narrative:
(B)(4). Articulation gear teeth. The analysis showed that the atw45 device was received with the articulation mechanism damaged. The device was received with a cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality with test reloads on the three articulated positions; on the left and center it fired, cut and formed the staples as intended. However, on the center position the device malformed the staples. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.